Event description:
Additional information stated lead dislodgement/migration occurred following a (B)(6) 2012 motor vehicle accident. The patient¿s physician noted the ¿lead was repositioned on multiple occasions and in varying subcutaneous depths and along more cephalad, as well as more caudal diagonal courses. Impedance checks were made and found to be within normal limits. Ultimately after discussion with the patient the entire system was explanted.¿ the patient¿s health care provider noted the patient had ¿excellent benefit¿ prior to the motor vehicle accident and had ¿poor efficacy since that time.¿ it was noted that following the motor vehicle accident, the patient¿s epidural lead was ¿still covering the appropriate areas¿ and was¿irritating to her neuropathic lower extremity pain complaint.¿ it was further noted that prior to the accident, the patient ¿had a different character of radicular pain which responded well to the neurostimulator.¿ the patient¿s outcome was noted as ¿no injury.¿

Event description:
Additional follow up information reported that the patient received assistance from their doctor/manufacturer¿s representative and their concerns were resolved.

Event description:
It was reported that the implantable neurostimulator and leads were replaced. The reason for the replacement was an automobile accident in march. Additional information was requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had two trials in 2011, then had to take her implant out after a car accident in (B)(6) 2012. The reporter stated that the lead ¿curled up¿ when she had the car accident. It was later reported that some of the patient's leads migrated during the motor vehicle accident.

Manufacturer narrative:
Product ID 3888-45, lot# v780542, implanted: 2011-(B)(6), explanted: 2012-(B)(6), product type lead product ID 3888-45, lot# v778999, implanted: 2011-(B)(6), explanted: 2012-(B)(6), product type lead product ID 3778-60, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2012-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).